Manufacturer narrative:
The device used in treatment has not been returned for evaluation. The video provided confirms a relationship between the device and the reported event. Silicone remained on the carrier paper reducing adhesion. Potential factors that can contribute to the reported event include the wound contact layer raw material quality issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events, currently being monitored, with actions being taken to reduce further instances. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, during and after procedure, it was detected that silicone gets attached to the dressing liner while removing the liner for application. Silicone will stay on the wound while removing the dressing for change. The procedure was completed with a delay in wound healing of more than 30 minutes. The procedure was completed using a smith & nephew back-up device. No other complications were reported.